Manufacturer narrative:
A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), the safety and effectiveness of the gore® excluder® aaa endoprosthesis has not been evaluated in the following patient populations: leaking: pending rupture or ruptured aneurysms

Event description:
On (B)(6) 2016, this patient underwent endovascular treatment for a ruptured abdominal aortic aneurysm and was implanted with five gore® excluder® aaa endoprostheses. The patient was reported to have expired this same day. The cause of death was not provided, but it was reported that there were no device related deficiencies during the procedure.

Manufacturer narrative:
(B)(4). As gore was unable to determine which device was involved in the event if any; concomitant medical products: plc181200/13495094,plc181000/13675373, pxc121400/14592021, pxc121200/13608456.

Event description:
On (B)(6) 2016, this patient underwent endovascular treatment and was implanted with five gore® excluder® aaa endoprostheses. The patient was reported to have expired this same day. The cause of death was not provided.